Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an unstable threshold at 3 volts during the device operation. At the end of the operation, the threshold was stable at 1.5 volts. One week later, the check showed that the threshold measurement was 4 volts 0.4 milli seconds. The threshold measurements were redone by extending the pulse that was set to 0.8 milli seconds 3.5 volts. The issue was resolved by changing the setting. Additional information received which indicated that this patient experienced cardiac perforation as the computed tomography scan revealed the caused was due to the lead tip. Also, cardiac tamponade was also observed. As of this time, this lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an unstable threshold at 3 volts during the device operation. At the end of the operation, the threshold was stable at 1.5 volts. One week later, the check showed that the threshold measurement was 4 volts 0.4 milli seconds. The threshold measurements were redone by extending the pulse that was set to 0.8 milli seconds 3.5 volts. The issue was resolved by changing the setting. Additional information received which indicated that this patient experienced cardiac perforation as the computed tomography scan revealed the caused was due to the lead tip. Also, cardiac tamponade was also observed. As of this time, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field d4 catalog number, serial number and d6a implant date.

Event description:
It was reported that this right ventricular (rv) lead exhibited an unstable threshold at 3 volts during the device operation. At the end of the operation, the threshold was stable at 1.5 volts. One week later, the check showed that the threshold measurement was 4 volts 0.4 milli seconds. The threshold measurements were redone by extending the pulse that was set to 0.8 milli seconds 3.5 volts. The issue was resolved by changing the setting. Additional information received which indicated that this patient experienced cardiac perforation as the computed tomography scan revealed the caused was due to the lead tip. Also, cardiac tamponade was also observed. Regarding the cause of the high threshold, the physician believed that it was due to the original myocardial condition as the value was unstable since implantation. This rv lead was explanted and reoperation was also performed. Subsequently, this lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field d4 catalog number, serial number and d6a implant date. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field f10 impact codes and h6 impact codes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited an unstable threshold at 3 volts during the device operation. At the end of the operation, the threshold was stable at 1.5 volts. One week later, the check showed that the threshold measurement was 4 volts 0.4 milli seconds. The threshold measurements were redone by extending the pulse that was set to 0.8 milli seconds 3.5 volts. The issue was resolved by changing the setting. Additional information received which indicated that this patient experienced cardiac perforation as the computed tomography scan revealed the caused was due to the lead tip. Also, cardiac tamponade was also observed. Regarding the cause of the high threshold, the physician believed that it was due to the original myocardial condition as the value was unstable since implantation. This rv lead was explanted and reoperation was also performed. Subsequently, this lead was replaced. No additional adverse patient effects were reported.